Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that the arm links stuck. It is unknown when this event occurred. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding this event from the user facility. The product was changed out. Procedure was completed successfully.

Event description:
The product was not changed out.

Manufacturer narrative:
This follow-up report is submitted, to FDA in accord with applicable regulations. And as indicated, by terumo cardiovascular systems in the initial report submitted to the FDA on july 21, 2021. Upon further investigation of the reported event. The following information is new and/or changed: b5: (updated describe event or problem). D4: (additional device information, added exp date). G3: (date received by manufacturer). G6: (indication that this is a follow-up report). H2: (follow-up, due to correction and additional information). H4: (device manufacture date). H6: (identification of evaluation codes 3331, 4114, 174, 12). Type of investigation #1: 3331, analysis of production records. Type of investigation #2: 4114, device not returned. Investigation findings: 174, material and/or chemical problem identified. Investigation conclusions: 12, cause traced to device design. The affected sample was not returned. Therefore, a thorough investigation could not be conducted. An engineering investigation and has been completed. And design changes have been implemented to prevent recurrence. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.